Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of power cable disconnect / low power hazard alarms was confirmed via the provided log file. The log file contained data spanning 7 days (11apr2019 through 18apr2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. On 16apr2019 at 8:31, a loss of ac power occurred resulting in a no external power and low power hazard event. It was unable to be determined whether or not the patient had access to the mobile power unit¿s (mpu) v-lock power cord; this information was requested multiple times with no responses received. The emergency backup battery appropriately operated the system during this time and support to the pump was not interrupted. The alarms cleared in approximately 3 seconds when power was restored. Other atypical power cable disconnect alarms were observed throughout the log file while the patient was using either the mpu or batteries; neither cable was flagged as being disconnected, which would indicate a true disconnection. These alarms did not prevent the system from operating at appropriate voltages and pump speeds. No other notable events were observed throughout the log file. The mpu (serial number unknown) was not returned for analysis. Information regarding the mpu (serial number and v-lock power cord access) was requested multiple times with no responses received. The root cause of the no external power / low power hazard / power cable disconnect events within the log file was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 22 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient experienced power cable disconnects while they were connected the mpu on (B)(6) 2019. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these times, the controller¿s internal backup battery provided power to the pump as designed. There were no other unusual events noted within the log files and the pump appears to be functioning as intended. Additional information was requested but not provided.